Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analysis of the instrument and instrument data, the fse determined that the cause of the discordant tni ul results was unknown. The fse determined that the instrument displayed issues with qc on both levels of biorad. There was no other information that pertained to an instrument malfunction during the time of the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated troponin ultra (tni ul) results were obtained on three patients on an advia centaur cp instrument. The discordant tni ul results were reported to the physician(s). The same samples were re-tested on an alternate instrument located at the customers sister hospital. The corrected results obtained on the alternate instrument were reported to the physician(s). Patient(s) extended hospitalization have occurred due to the discordant tni ul results. There were no other known reports of patient intervention, adverse health consequences or specific patient intervention due to the discordant tni ul results.